Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, after pocket closure, oversensing of noise was observed on the right ventricular (rv) channel when pressure was applied to the pocket area. This led to the delivery of intermittent inappropriate biventricular pacing. The physician reopened the pocket and noticed blood in the port of the cardiac resynchronization therapy defibrillator (crt-d) when the rv lead was disconnected. The port was cleaned and the rv lead was reconnected but noise was still observed. The physician ultimately decided to explant and replace the rv lead. The crt-d was implanted with a new lead in the patient and is still in service. No additional adverse patient effects were reported.